Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use on (B)(6) 2024. The blood glucose level was 600 mg/dl at the time of event and was manged by bolus via pump. Patient had also moderate ketones. The infusion set was in use for 4 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.